Event description:
During inservice training by a zoll sales rep, the operator was unable to enter manual mode and the device would not allow the operator to increase joule settings. The complainant indicated that there was no pt involvement in the reported failure.